Manufacturer narrative:
Upon receipt of additional information, this event will be reported on 0002648920-2017-00772.

Manufacturer narrative:
(B)(4). Concomitant medical product: unknown nexgen femoral component, cat#: unknown lot#: unknown. Unknown nexgen articular surface, cat#: unknown lot#: unknown. Customer has not indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-05216, 0001822565-2017-05217, 0001822565-2017-05218. \product location unknown.

Event description:
It was reported that after a knee arthroplasty the patient was revised due to pain. No additional patient consequences were reported.